Manufacturer narrative:
The stapler logs for this event were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer: logs show that sureform 60 stapler with part number 480460-09, lot number l10221208-0604, was installed on the system 1 time and fired 1 blue reload. The first clamp was successful and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument, and the instrument successfully engaged with the system once. There were no stapler related errors in the logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be user set-up related. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted antrectomy with liver biopsy procedure, the sureform 60 stapler instrument experienced engagement issues and would not allow the stapler to fire. The surgeon converted the procedure to laparoscopy and added additional ports. Upon further troubleshooting, the customer was able to engage a sureform stapler after changing the drape and the procedure was switched back robotically. The procedure was completed without further issues.

Event description:
It was reported that during a da vinci-assisted antrectomy with liver biopsy procedure, the sureform 60 stapler instrument experienced engagement issues and would not allow the stapler to fire. The site tried two staplers and placed different reloads, but the issue persisted. The technical support engineer (tse) advised the caller to try a stapler with a different lot number, but the customer only had staplers from the same lot. The surgeon made the decision to convert the procedure to laparoscopy. The doctor placed new trocars for the laparoscopic surgery; the nurse stated that a total of seven ports were created. The patient tolerated the conversion well; however, there was bleeding that occurred while the procedure was laparoscopic. The bleeding was noted to be less than 750ml and not due to an isi product. The surgeon addressed the bleeding laparoscopically and no transfusions were required. While the procedure was laparoscopic, the or staff was troubleshooting with the da vinci system and resolved the reported engagement issues; they were able to install a third stapler instrument after reseating the sterile drapes. The surgeon converted back to a da vinci-assisted procedure and completed it robotically.